Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. Visual inspection revealed a bent pin in the ablation port (genconnect). Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready ¿green¿ and communicated with the test ensite computer. Evaluation of the board status showed all boards status are green indicating passing results. Evaluation of the logs revealed some fifo sync symptoms synchronized back as per design. There was also a log that had a communication (con/son) code attributed to slot 11. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the ablation port connector.

Event description:
During the procedure while prepping the ablation catheter for a cti flutter ablation, electrode 2 was not showing signal which caused a delay. The cable was exchanged from the tactisys to the generator, the black cable from the ampere to the amplifier was exchanged, a different tactisys was used as well as a different ampere. None of these remedied the problem. Another ablation catheter was obtained which had the same issue. The pins in the ensite amplifier were then checked where the black cable plugs into, and a bent pin was found. The hospital has a second ensite amplifier, which was hooked it up. The catheter came up as it should and the case was completed with no patient consequences.